Manufacturer narrative:
Analysis was unable to confirm the customer comment/s of printer and stylus not working, though it was noted that the printer drawer did not operate easily so the printer was replaced as a preventive and that the x-y board connector was cleaned and reseated and then the overlay was calibrated also as a preventive measure. The parsing file was checked for sluggish performance but no error was found. It was additionally noted that the programmer would not interrogate wirelessly, that the media bay door latch was bent and the system fan was noisy. The radiofrequency transmitter was reseated and the antenna connections were secured, and the media bay door, system fan and nylon standoff were all replaced. The circuit boards and mechanical parts were inspected, the hard drive reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's printer as well as its stylus pen were not working. The programmer was returned for service as well as a requested test and calibration procedure. No patient complications have been reported as a result of this event.